Event description:
It was reported that the patient had been unable to void well for about a week and today the patient was unable to void at all. The patient changed groups from 2 to 3 at 0.4 volts. The patient was to try other programs if she wanted to avoid being catheterized. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3889-28, lot# v598062, implanted: 2011 (B)(6); product type lead. (B)(4).